Event description:
It was reported that pt underwent total hip arthroplasty (B)(6) 2003. Subsequently, ceramic modular head component fractured and revision procedure was performed (B)(6) 2007 to replace component.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Fractured component has been forwarded to supplier for eval. A f/u report will be forwarded to the FDA upon completion of eval. Biomet (B)(4) is the MFR of the reported device. Product mfg by biomet (B)(4) is not imported or sold in the united states. (B)(4).